Manufacturer narrative:
A steris service technician arrived onsite to inspect the washer and found that the drying components had overheated causing the reported event to occur. The technician replaced the drying manifold and contactor, ran a test cycle, confirmed it to be operating according to specification, and returned it to service. The overheating is attributed to one of the unit's heater contactors "had become" stuck in the closed position, subsequently causing the drying components in the washer to overheat. The contactor is activated several times throughout the duration of the washing cycle. The user facility's reliance vision washer is a high usage unit. The expected annual usage of the reliance vision washer is 2,000 cycles. The reliance vision washer subject to the reported event ran approximately 5,855 cycles in ten months. A review of the service history for this unit did not indicate any issues or previous significant repairs attributed to the drying elements. No additional issues have been reported.

Event description:
The user facility reported that smoke was emitting from their reliance vision washer. No report of injury and no evacuation was required.

Manufacturer narrative:
The contactor was evaluated by the supplier and found to be operating properly. No issue with the function or operation of the contactor was identified. Based on this updated information, the reported event can be attributed to the drying element within the drying manifold overheating. The drying element is an electric heater that heats up the circulating air in the washer to dry the instruments. The unit was placed back into service and no additional issues have been reported.